Event description:
Report received from (B)(6) stating the device was "making noise and also had a lever lock defect". The device was not being used during surgery. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. Reliability engineering evaluated the device, and the motor would not exceed 48,000 rpm and produced an e2 error. It was concluded that the unit had likely been immersed, causing internal damage to the motor and hall sensors, and is indicative of improper cleaning of the equipment. If additional information is received, a supplemental report will be sent. Ref: (B)(4).

Manufacturer narrative:
Ref: (B)(4).